Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a motion sensor test failure alarm. There were some motion sensor test failure alarms in the alarm history. A motor error alarm also occurred during the rewind process. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify the motion sensor test failure alarm due to the motor error alarm.